Event description:
It was reported that after a da vinci assisted surgical procedure, the fenestrated bipolar forceps was noted to have a crack on the plastic attachment in the tip. The procedure was completed with no patient injury nor delay. Intuitive surgical, inc. (Isi) followed up with the customer and was unable to obtain any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a crack on the plastic tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found the primary failure of bipolar yaw pulley thermal damage with exposed electrode. The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The complaint regarding a crack on the plastic tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint has changed to a reportable malfunction due to the following conclusion: the fenestrated bipolar forceps instrument had thermal damage at the yaw pulley with exposed electrodes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.